Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the pusher was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective pusher (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported: not passing force test the force test not pass ingmultiple failurespartner: 0.6585 dynamometer: 0.740 partner: 0.6611dynamometer: 0.825 plunger head replacement needed batteries are replaces, 2.2d version installed, connecting to wi-fi good repair wo for the plunger head: (B)(4). After the plunger replacement and calibration, force test 1. Should be between 0.636 and 0.736 actual reading - 0.815-fail2. Recalibration. After recalibration should be: 0.648-0.748 actual 0.715 - pass pm passed on (B)(6) 2024. Panger head replacement required calibration done. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.